Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system infection. Antibiotics were administered and the crt-d remains implanted and in service. No additional adverse patient effects were reported.

Event description:
Boston scientific received new information that this patient passed away two days later. The cause of death was not provided and no autopsy was performed. It was reported the death was non-cardiac. The implanted system was buried with the patient. A review of the patient's clinical study case report forms was performed. It was confirmed the patient had already been in the hospital for an infection of unknown origin. Vegetation was found on the crt-d system and the patient continued to decline until their passing.